Event description:
Doctor reported that a file separated in the canal during a procedure. Further information was requested, but was not provided. As of this report, outcome of the event is not known.